Event description:
Philips received a complaint by the customer on the v60 indicating that it shut down while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, the device was swapped out with a different device and there was no adverse outcome nor patient harm, nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer advised that the drpt displayed diagnostic code 1101 at 10:40 pm on october 5th. The ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. The rse instructed per manual to 1. Reinstall operational software 2. Replace the cpu pcba. The biomedical engineer advised contacting us med-equip fse that supports their account and install software version 2.30. Customer also advised that software versions 3.00 and 3.10 are compatible. The customer called back into technical support advising that reloading v60 software and running the unit for 24 hours resolved the reported problem. The device passed required performance verification tests per philips standards and was returned to service.